Event description:
It was reported that the cast cutter was allegedly overheating during a procedure . The case was completed successfully without any procedure delay . There was no medical treatment or intervention required as a result of the event and no adverse consequences.